Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with injection vancotroy (intraperitoneally, 2 gram stat, frequency not reported) and gentamycin (intraperitoneally, 20 milligram, once daily for 21 days) for the event. At the time of this report, it was unknown whether the patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.